Event description:
On (B)(6) 2020, biosense webster made a new sheath for transseptal catheterization available for me to use at (B)(6) hospital, (B)(6). The new deflectable transseptal sheath (vizigo) had just been released. It highlighted a new feature allowing the identification of the sheath tip's location without the need for fluoroscopy, as is the case for all other deflectable sheaths. I assumed there were no significant design differences between the mobi and the vizigo. This was not the case. My first use of the vizigo sheath resulted in puncture of the lateral left atrial wall, which had never occurred in my 35 years¿ experience with complex ep studies. A hemodynamically significant pericardial effusion ensued and was promptly treated with pericardial drainage. The procedure was terminated without any benefit and the patient discharged the following morning without additional sequelae. There were no special instructions provided by biosense webster that might have averted the adverse outcome. Enclosed is a photograph comparing the mobi sheath (below) with the new vizigo sheath (above). The photo shows the actual visigo sheath used that resulted in the cardiac puncture. The mobi was taken off the shelf for purposes of comparison. Two important differences are seen: a 4 cm length of the dilator extending beyond the vizigo sheath tip compared to only 2 cm with the mobi sheath. This significant difference is important in that when crossing the septum, "tenting" or stretching of the fossa typically occurs and extends at least 1-2 cm into the left atrial chamber. Once the dilator actually punctures and crosses the septum, it usually "lunges" leftward. Following this, the tip of the sheath must also pass through the septum. Given the upper limit of normal dimension of a left atrium as 4.0 cm, there is no additional room to safely accommodate passage of the sheath tip without concern for the tip of the dilator (which may still have the needle sticking out, as this happens quickly) to advance further into the left atrium beyond the limits of the lateral left atrial wall and puncture the heart: there is not a smooth transition from the dilator to the sheath tip (advertising boasts that the dilator-sheath transition is very smooth). That this is not the case is so obvious as to be appreciated in the shadows projected onto the white background of the enclosed photograph. The problem then becomes the need to push the dilator-sheath combination an additional distance leftward just to get the sheath tip to cross the septum. By then, the dilator is pushing against the lateral left atrial wall. To further complicate things, many fossa are rather tough and do not easily stretch to admit the sheath tip which will further raise the risk of dilator tip lunging. I was told the reason for the poor transition may the presence of the additional material in the visigo sheath tip. I contacted biosense webster and was put in touch with the "new" vizigo product manager who essentially dismissed my concerns. I have also contacted biosense twice to see if there has been anything done to rectify the situation and have received no response. I believe the design of the vizigo sheath to be potentially dangerous due to the excess length of the dilator beyond the sheath tip and the huge difference between the outer diameter of the dilator and that of the sheath resulting in poor transition between the two. It is possible that biosense may recommend that you cross the septum with an alternative sheath first, then advance a wire into the left atrium over which the vizigo could then be advanced into the left atrium but this creates additional unnecessary risks involving the wire or a second crossing. I am unaware of this advice. FDA safety report ID # (B)(4).